Event description:
It was reported that during a ptca/stent procedure of a lesion in the mid left anterior descending after predilating the vessel, the stent was deployed at 12 atm. Upon deflation, the stent delivery system could not be retraced. The stent delivery system was manipulated with forward and backward movement, which shifted the placement of the stent. Another stent was placed to completely cover the target lesion. Reportedly, there was no pt injury.